Event description:
It was reported that implant was placed and when the hex tool was trying to be removed after use, it could not come out of the implant. We had to remove the implant and replace with a larger diameter.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated complaint information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-02174 was reported in error. Please disregard this submission. No further reports will be submitted for this event.